Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery (B)(6) 2012. Patient presents with tibial pain. X-rays showed a cracked tibial component. Revision revealed a crack which was present on the medial posterior portion of the tibia.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of a combination of inadequate support of the tibial tray on the medial side of the tibia, which appears to have worsened over time, and the patient's high bmi, which led to a crack in the tray and tibia pain.

Event description:
Index surgery(B)(6) 2012. Revision due to pain and cracked tibial tray.